Event description:
It was reported a patient underwent a rosa assisted total knee arthroplasty and subsequently, developed infection, drainage, instability, loss of mobility, and pain. No revision has occurred but indicates previous recommendation to undergo a revision to a posterior stabilized implant.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h6, h10, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: a1, b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) ¿ femur.

Manufacturer narrative:
(B)(4). D10- medical product. Psn tib stm 5 deg sz f l. Item# 42532007501. Lot# 66344375. Psn mc ve asf l 10mm 8-11/ef. Item# 42512100810. Lot# 66490636. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient is seeking revision surgery due to dissatisfaction with the knee implant for unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.